Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump was kicked and the touch screen became cracked. Customer is unable to press on the touch screen or see the touch screen due to the damage. Customer's blood glucose was 104 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.